Event description:
It was reported that a cardiac arrest, cerebral vascular accident (cva) and death occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. No issues nor difficulties were reported with the implant procedure. On (B)(6) 2021, the patient had a cardiac arrest. The patient was bradycardic. The nurse went to check on the patient and found there was no pulse. Asystole was then noted on the monitor. The patient had a hemoglobin of 4.8. The patient had been in shock and encephalopathic after the arrest. The patient had a brain CT which showed three exceedingly small foci of cva or infarcts, likely embolic, on the left. It was suspected to be an anoxic brain injury post cardiac arrest. MRI of the brain without contrast showed small tiny infarcts in left hemisphere which are likely artifact. A spontaneous pulmonary hemorrhage was suspected due to supratherapeutic heparin. The patient was on a heparin drip because they held his coumadin being subtherapeutic. The patient also had a left hemothorax after the cardiac arrest due to multiple rib fractures. The patient was later sent home on palliative care on (B)(6) 2021 and passed away on (B)(6) 2021. The final cause of death is unknown.